Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for fm, defective printing and defective stopper with the incident lot was observed. Evaluation of the customer samples was performed and fm, defective printing and defective stopper was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to the defective stopper issue through CAPA 796739 and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented.

Event description:
It was reported that foreign matter was discovered in 5 tubes and 1 tube had defective label with a bd vacutainer® k2 edta (k2e) plus blood collection tubes. The following information was provided by the initial reporter, translated from japanese to english: defective marking x1; dirty stopper x2; dirty inside of the stopper x3.

Manufacturer narrative:
Initial reporter phone #: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was discovered in 5 tubes and 1 tube had defective label with a bd vacutainer® k2 edta (k2e) plus blood collection tubes. The following information was provided by the initial reporter, translated from (B)(6) to english: defective marking x1. Dirty stopper x2. Dirty inside of the stopper x3.